Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips had been placed. As they were dissecting, those became loose. While attempting to place additional clips, the device jammed. The surgeon pulled and squeezed to un-jam the device but it got worse. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.